Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, openings during analysis. Additional observations: observed, creases on the device. Observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d6b., h.6.

Event description:
The device has been explanted.